Manufacturer narrative:
Based on the description of the event, it appears that the cage was impacted against bone, which resulted in damage. Breakage of any carbon fiber implants is not unanticipated and the instructions-for-use (IFU) supplied with these products address the fact that excessive torque applied to the long-handle insertion tools attached to the insertion holes or direct application of loads can split or fracture the implants.

Event description:
Contact reported that the leopard cage cracked during insertion with the tamp. There was nothing broken off and the cage (one piece) was left in place. Rep stated that he believes the cage contacted an anterior osteophyte. He stated that the cage is firmly placed and the surgeon is not concerned. As a possibly compromised implant was left in vivo, an MDR is filed to document this event.